Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient¿s implantable neurostimulator (ins). Nurse reported that patient had more than one scs device with one of them being implanted 2004, had one of them explanted (B)(6) 2016, due to it no longer working or covering patient's pain, and that the generator was painful for the patient. Caller had no other details.